Manufacturer narrative:
This file has been reassessed and is no longer reportable.

Event description:
The customer reported that the device will not charge, they changed out a fried power cord and the device started to charge. The customer let it charge all day and now it works okay. No patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of the failure was not identified. A serial number was not provided therefore a review of the device history record cannot be performed.

Event description:
It was reported that pump will not charge. There was no mention of patient involvement.